Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted. (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the unexpected receiver shut-down. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the unexpected receiver shut-down could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver failed to charge and reboot. The receiver did not turn on. The battery was replaced with a known good battery and the receiver turned on. The receiver log was downloaded, rtt loss was observed. The receiver case was opened, the internal inspection failed with a damaged battery controller chip. Functional testing was unable to be performed because the receiver had been opened. The reported event of unexpected receiver shutdown was confirmed. The root cause was determined to be a damaged battery.